Event description:
It was reported that the patient had a loss of therapeutic effect and her symptoms returned three days ago. The patient had not been happy with the results since implant and never got the same results from the implant as she did with the trial. The patient felt stimulation in her ¿right cheek.¿ it was noted that the patient saw her hcp (health care professional) last week and the hcp took the batteries out of the patient programmer and told the patient not to make any adjustments until her next appointment, which was a month away. Additional information reviewed indicated that patient not happy with permanent implant since it was turned on because, it was nothing like that temporary one that was tried on patient. It was further reported that the trial was perfect. It was added that it was the first time in years that patient slept 5 hours without waking up and patient was still getting up about every hour with this one, just like as if patient did not even have it on. It was also added that patient was not getting any relief he needed to get. It was indicated that patient could not urinate when he needed to urinate and that was very uncomfortable. It was indicated that something was not working right with all the 4 programs programmed. It was added that patient had a problem with feeling the flutter and not being able to urinate. It was indicated that patient was ¿up about all night last night with it and I had to go this afternoon and it probably took me 15 to 20 minutes to go.¿ it was also indicated that patient went to another healthcare provider on the day of the report and was checked for urinary tract infection. It was reported that in the meantime they will treat her as if she got uti. A follow-up report will be sent if additional information becomes available

Manufacturer narrative:
Product ID 3093-28, lot# va04kkk, implanted: 2013 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).